Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After successful implantations of a trunk ipsilateral leg component and a contralateral leg component, an aortic extender component ((B)(4)) was deployed proximally to the trunk. As the deployment line was pulled, it appeared that the line had a small catch and the proximal end of the deployed device was pulled downward. The device moved distally from the intended position. The physician determined to add a second aortic extender component ((B)(4)) proximally. However, the second device also had the same issue and was deployed distally from the intended position. Although the proximal neck extension was not successful, a type I endoleak was not observed, therefore, the physician determined to conclude the procedure without any additional stentgraft placement. The patient¿s weight, dob and medical history were not available.

Manufacturer narrative:
Corrected the type of reportable event.

Manufacturer narrative:
Added the engineering evaluation result. Added the date of device returned.

Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.